Event description:
While the pt was moving furniture this lead became dislodged. The physician attempted to reposition this lead, however the styler would not advance pass the pin. Should additional information becomes available. This file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin. The subsequent destructive analysis showed that these damages were caused by over-rotation of the inner coil while retracting the fixation mechanism. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. No sign of a material or manufacturing problem was present.